Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a memo 3d rechord semirigid annuloplasty ring size 32 was implanted on (B)(6) 2019. It was explanted on (B)(6)2021 and replaced with a carbomedics optiform mitral heart valve f7-029. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.